Event description:
A 38-year-old patient was undergoing a tenex bone procedure for achilles tendinosis with haglund deformity. In error, a staff member selected a tenex 1 box (tx1 micro tip) for this procedure instead of the tenex bone procedure box (tx-bone micro tip). During the procedure, the patient noted increased heat at the site. The patient's procedure could not be fully completed due to the needle becoming too hot while inserted in the foot. While pulling the needle out, the tip partially melted and came apart. No apparent harm to the patient but may require further treatment depending on follow up. Plan is for patient to have follow up x-rays and monitor progress with symptoms to determine if further treatment needed.